Manufacturer narrative:
The insulin pump passed the self-test and unexpected restart error test. No external ram crc error, displayable history crc check failed at startup, or unexpected restart alarms were noted during testing however, a displayable history crc check failed at startup alarm was found in the alarm history file due to corrupted history file. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported that a displayable history crc check failed at startup from the insulin pump.